Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed from the photograph that was provided for investigation. The photo showed what appeared to be blood residue on the external surface of the canister, which indicates that blood bypassed the septum. No damage or defects were observed on the six unused 20g nexiva units that were provided for investigation from lot #4088960. A visual examination and functional test of the physical samples revealed no leaks in the device. The septum on each physical sample was sitting in its proper location within the catheter adapter. The root cause of the observed failure is related to our manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: customer called to report that on 2 consecutive occasions, when the needle was removed, there was blood leakage, on mat# 383516, lot 4088960, this occurred on two different patients. No pt harm or injury, no adverse event occurred. Date of event aug 8th for both patients.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.